Event description:
Arjo has been notified of an incident involving the maxi sky 600 ceiling lift and kwiktrak rail installation. It was reported that when the lift was moved, it detached from the track and fell onto a caregiver. As a result of the event, the caregiver was taken to hospital and then released home. No additional details regarding the caregiver's health condition were provided. After the incident, an arjo representative visited the customer to gather additional information regarding the event. The arjo account manager observed that the cassette of the lift was broken due to the fall. The customer's representative informed account manager that the internal investigation performed by the customer revealed that the end stopper at the end of the rail was missing at the time of the event and was put back on later. The customer also informed that the ceiling lift is often being relocated between the different rail systems which are present within their organisation.

Manufacturer narrative:
Arjo has been notified of an incident involving the maxi sky 600 ceiling lift and kwiktrak rail installation. It was reported that when the lift was moved, it detached from the track and fell onto a caregiver. As a result of the event, the caregiver was taken to hospital and then released home. No additional details regarding the caregiver's health condition were provided. After the incident, an arjo representative visited the customer to gather additional information regarding the event. The arjo account manager observed that the cassette of the lift was broken due to the fall. The customer's representative informed account manager that the internal investigation performed by the customer revealed that the end stopper at the end of the rail was missing at the time of the event and was put back on later. The customer also informed that the ceiling lift is often being relocated between the different rail systems which are present within their organisation.after the conducted inspection, arjo representative informed that he observed that there were no marks of setscrew into the rail. Following the information provided, the rail installation was performed by arjo and both the rail and the ceiling lift are under the arjo maintenance responsibility. The arjo representative informed that the maintenance of the installation is being conducted regularly and the last inspection took place on the (B)(6) 2021. The arjo representative also informed that the ceiling lift cassette was installed on the rail in (B)(6) 2022 by the customer and that the customer was trained on how to perform the installation correctly. Each end stopper should have the screw which should be tightened after the lift installation to ensure that the end stopper is attached correctly and is able to prevent the lift from falling by activating the self-locking mechanism. Without proper tightening of the end stopper, it can move along the installation rail and fall out. The instructions for use for the maxi sky 600 ceiling lift (document number: 001.14150.33.en) contain the following warning: "warning: before each use, make sure all end stoppers are in place and secured". Additionally, the "care and maintenance" section of the document instructs the user to "make sure that end stoppers and rail caps are in place and tightened - initially and before every use."based on the customer's information, the end stop was not placed at the end of the rail during the incident. In addition, an arjo representative noted during an inspection of the installation that there were no marks on the rail, indicating that the end stopper was properly installed. Taking the above information into account, it can be concluded that the direct cause of the ceiling lift detaching from the installation was the lack of an end stopper at the end of the rail. The post market surveillance data review indicates that an improperly installed end stopper can also result in the ceiling lift detaching from the installation. In this case, however, the direct cause of the reported incident was the missing element at the end of the rail, which was also identified by the client as a result of an internal investigation.to sum up, the maxi sky 600 ceiling lift detached from the kwiktrak installation rail and fell onto the caregiver leading to the injury. From that perspective the device did not meet its performance specification. The complaint was deemed reportable due to the allegation of a ceiling detachment from the track due to a missing end stopper.